Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the drawers were not detected on bus and no lights were on any of the boards in the back of the station. A field service engineer confirmed that the customer had replaced the communication sled with a spare part, and the fse was requested to assess the station health. Verified functionality of all drawers through diagnostics, with no issues identified. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers were not detected on the bus, and there were no lights on any of the boards in the back of the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.